Event description:
It was reported that strain relief of the hypo tube was separated. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the 90% stenosed target lesion in the moderately tortuous and moderately calcified superficial femoral artery. It was noted when the device was being advanced to the lesion, the strain relief of the hypo tube was separated. This device was exchanged to another of same device to complete the procedure and dilatation was performed. The physician observed the lesion and then completed the procedure without issue. Patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. It was revealed that the balloon protector cap was not returned for analysis. The balloon/blades/tip was inspected and no damage was noted to the tip, balloon or blades of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The catheter shaft was inspected and no kinks were noted along the shaft. The hypotube was broken at the distal end of the strain relief. No other damage was noted along the hypotube shaft. This type of damage is consistent with excessive force being applied to the device during use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that strain relief of the hypo tube was separated. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the 90% stenosed target lesion in the moderately tortuous and moderately calcified superficial femoral artery. It was noted when the device was being advanced to the lesion, the strain relief of the hypo tube was separated. This device was exchanged to another of same device to complete the procedure and dilatation was performed. The physician observed the lesion and then completed the procedure without issue. Patient's condition is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).